Event description:
It was reported by the patient that although the previously working remote monitor appeared to have power to it, it did not respond to the start button. A new power cord was sent but it did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device will not start interrogation. Corrosion and contamination found on the printed circuit board assembly (pcba). An unknown yellowish liquid was observed at top and bottom housing and pcba. It was noted an insect was found in the unit as well. Corrosion found at storage lid and top housing.